Event description:
Boston scientific received info that this right atrial lead was implanted during a device change out procedure for normal battery depletion. During initial testing all measurements for the lead were within normal limits, thus the pocket was sewed shut. At the final number check, the ra lead impedance measured less than 100 ohms with no capture. The pocket was re-opened and the ra lead was found to be cut. Subsequently the lead was explanted and a new lead was successfully implanted. No other measurements were provided and no add¿l adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis and its performance was scrutinized. During the visual inspection cuttings in the insulation and deformations of the inner and outer conductor coil were observed 13 cm distal to the is-1 connector pin. Thus a short circuit between the potentials was detected. These damages are assumed to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that these damages occurred most likely during the revision procedure of the generator. The inspection showed a bent fixation helix. This damage resulted most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.